Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced while running a loaded set. The alarms were confirmed during a review of the event history log. They were caused by continuity on the upstream sensor pins that was caused by fluid intrusion. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.